Manufacturer narrative:
It was reported the tubing separated below the chamber with leakage of iron infusion. Received from the customer was one used primed secondary set and two new unopened sets model ms3500-15 lot 20053037 (with its packaging pouch). Note: one of the four reported incident sets was not returned for investigation. During visual inspection, of the used set it was noted that the vinyl tubing p/n 660132 was completely separated from the drip chamber p/n 11689270 outlet port. Fluid was leaking from the separation. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. No issues were observed on the new unused sets during visual inspection. No functional testing of the returned used set was deemed unnecessary due to a separation. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned unused disposable sets allowing fluid to flow through the set via gravity. The sets primed completely with no separation, leaking, or other issues observed. The unused sets were pressure tested up to 30 psi per IV disposable leak test dir # 10000360033. A closed stopcock was attached to the end of the male luer of the primary set. No leaks or separation were observed during testing. A dimensional analysis on the used set was performed on the inner diameter (ID) tubing p/n 660132. In order to conduct dimensional testing a small portion of the tubing was cut in three different sections near the affected area (tubing to drip chamber outlet port) on set received. The specification for the ID diameter tubing is 0.107¿ inches. The tubing measured to be within specification at 0.107¿ for set received. No dimensional testing was performed on the two unused sets. Equipment used (measurement and testing performed o19-sep-20) - ram optical instrumentation/eq08204/calibration due date (B)(6) 2021 - calipers, eq02784, calibration due date: (B)(6) 2020 - air pressure regulator with pressure gauge, eq00151, calibration due date: (B)(6) 2020. Device history record for model ms3500-15 lot 20053037 shows that the set was manufactured on 1 may 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s complaint of tubing separated below the drip chamber and leaked was confirmed upon visual inspection. The root cause of the tubing separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The issue of tubing leaking from drip chamber outlet port was addressed under trackwise CAPA 85340. Although the corrective actions were implemented prior to the manufacturing of this lot 20053037, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing separated and leaked on 4 occasions. The following information was provided by the initial reporter: material no: ms3500-15 batch no: 20053037. It was reported the tubing separated below the chamber with leakage of iron infusion. Customer report form: on, (B)(6) 2020, whiles attempting to change patient's (pt) dexamethasone infusion and the secondary tubing disconnected below the chamber. Infusion was already done, so there was no loss of drug. This is the second time this has happened this month. This also happened on friday (B)(6) 2020, when a different pt was receiving an iron infusion and the tubing dislodged in the same area and the iron spilled all over the pt's area and IV pole/pump. The iron spill was cleaned up and bag and tubing with lot number was returned to oncology pharmacy for further review. All bags and tubing were given to the oncology pharmacy for follow up.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing separated and leaked on 4 occasions. The following information was provided by the initial reporter: material no: ms3500-15, batch no: 20053037. It was reported the tubing separated below the chamber with leakage of iron infusion. Customer report form: on, (B)(6) 2020, whiles attempting to change patient's (pt) dexamethasone infusion and the secondary tubing disconnected below the chamber. Infusion was already done, so there was no loss of drug. This is the second time this has happened this month. This also happened on friday (B)(6) 2020, when a different pt was receiving an iron infusion and the tubing dislodged in the same area and the iron spilled all over the pt's area and IV pole/pump. The iron spill was cleaned up and bag and tubing with lot number was returned to oncology pharmacy for further review. All bags and tubing were given to the oncology pharmacy for follow up.